Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to dislodgement and helix mechanism issues. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was received for analysis. Visual inspection noted that the helix mechanism returned in a retracted position. Dried blood was noted in the helix housing and tip region. The lead passed electrical testing. Laboratory analysis was able to confirm the reported clinical observation of helix extension/retraction issues. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to dislodgement and helix mechanism issues. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was received for analysis intact, not severed. Visual inspection noted that the helix mechanism returned in a retracted position. Dried blood was noted in the helix housing and tip region. The lead passed electrical and stylet insertion testing. Laboratory analysis was able to confirm the reported clinical observation of helix extension/retraction issues, based on the field report and the finding of dried blood in the helix housing. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to dislodgement and helix mechanism issues. The lead was implanted and as the physician was suturing the pocket, the lead fell out of position. The physician was unable to implant the helix back so this lead was removed and a new one was implanted. This lead was returned and analyzed. No additional adverse patient effects were reported.